Manufacturer narrative:
Concomitant medical products- model: dtma1d1, cardiac resynchronization therapy defibrillator (crt-d); implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead displayed t-wave oversensing (twos) post ventricular sense (vs) on stored electrograms (egm). Follow up was conducted and it was verified that reprogramming of the sensitivity level was completed. The lead remains in use. No patient complications have been reported as a result of this event.